Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis of 515mg/dl. It was stated that the customer was experiencing high blood glucose for the past twelve hours. It was stated that the most recent blood glucose reading was 298mg/dl. Troubleshooting was performed. The programming on the insulin pump was correct. Ran a fixed prime and high pressure test and the insulin passed the tests. It was stated that the customer has treated her blood glucose with manual injections. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.